Event description:
It was reported the device was in use and gave a "over temperature" alarm (see related file 3012307300-2022-00489 for warmer information). The reporter stated the device was powered down and powered back on and warming re-started. The reporter stated a "large air bubble" was identified in the fluid warming set . The reporter stated the device was powered down and powered back on and warming restarted. The reporter stated the warming set was changed and the disposable o-rings were lubricated but air bubbles occurred again (see related file 3012307300-2022-00509 for second warming set information). No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.